Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; not yet evaluated.

Event description:
It was reported that the device produced an incomplete cut after being sent in through the loaner program. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, g4, g7, h2, h3, h4, h6, h10. On (B)(6) 2018, it was reported that the unit had incomplete cuts. The customer returned a skin graft mesher device, serial number (B)(4). , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 1510184, a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4). , and a 4:1 ratio cutter 1206084, serial number, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired evaluated skin graft mesher serial number (B)(4). Times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the loaner was returned and the roller, bushings, side plates, comb, ratchet and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report review, for serial number (B)(4). Noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 ratio cutter serial number (B)(4). Times as documented in the repair reports in livelink. The last repair was (b0(6) 2017 where it was reported that the loaner was returned and the cutter produced a passing mesh. The device history record (DHR) and previous repair report review, for serial number (B)(4). Noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 ratio cutter serial number 1207023 16 times as documented in the repair reports in livelink. The last repair was august 2, 2017 where it was reported that the loaner was returned and the device meet all testing requirements. The device history record (DHR) and previous repair report review, for serial number (B)(4). Noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 3:1 ratio cutter serial number (B)(4). 12 times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the loaner was returned and the cutter produced a passing mesh. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that he device was disassembled, cleaned, tested and calibrated. There was no problem found with the device. Initial qa inspection of the 1.5:1 ratio cutter by zimmer biomet surgical on (B)(6) 2018 revealed that the cutter failed to produce a passing sample mesh. Initial qa inspection of the 2:1 ratio cutter by zimmer biomet surgical on (B)(6) 2018 revealed that the cutter produced a passing sample mesh. Initial qa inspection of the 3:1 ratio cutter by zimmer biomet surgical on (B)(6) 2018 revealed that the cutter failed to produce a passing sample mesh. Initial qa inspection of the 4:1 ratio cutter by zimmer biomet surgical on (B)(6) 2018 revealed that the cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included no replacement of any components. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Repair of the 1.5:1 ratio cutter was not performed by zimmer biomet surgical since the cutter was scrapped on (B)(6) 2018 repair of the 2:1 ratio cutter was performed by zimmer biomet surgical on (B)(6) 2018 which included the replacement of the collars and bushings. 2:1 ratio cutter, serial number (B)(4)was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. Repair of the 3:1 ratio cutter was not performed by zimmer biomet surgical since the cutter was scrapped on (B)(6) 2018 repair of the 4:1 ratio cutter was performed by zimmer biomet surgical on (B)(6) 2018 which included no replacement of any components. 4:1 ratio cutter, serial number (B)(4)was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the 1.5 and 3 cutter produced incomplete meshes. The root cause of the unit having incomplete cuts was due to damaged cutter; however it is unknown how the cutter became damaged. A damage cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.